Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing warmth at the ipg site. The patient did not state when the warmth occurred. The patient stopped using his scs system due to the warmth. The patient underwent surgical intervention to remove and replace the ipg which resolved the issue.